Event description:
It was reported that the patient was not feeling well. It was noted that the device implant resulted in a cardiac perforation. The patient had an echocardiogram and a CT scan to confirm a cardiac tamponade. The physician opted to leave the device alone for now, and surgical intervention took place for the tamponade. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.